Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73c1600069 investigation did not show issues related to the complaint. The device has not been returned at this time. Teleflex will continue to monitor and trend related events.

Event description:
The surgeon entered the trocar and fired first clip. The clip went on fine and he pulled off the vessel to load the second clip and the clip entered into the jaws but did not fully engage or open. He pulled the applier out of the trocar and dry fired a few clips as to not jam the applier. He pulled the clip out of the jaws with his fingers and tried to load it again. Again the clip came into the jaws but did not fully open or lock into position. He attempted one more time and it was noticed that there was a small metal piece sticking out of the top of the jaw. He stopped using the device. The patient's condition was reported as fine.